Event description:
Radiometer reference: (B)(4). According to the complaint, on (B)(6), when the operator vented air from the safepico aspirator using the ventilated tip cap (vtc), blood spurted out of the vtc. According to the operator, although resistance is felt during normal air venting, there was no resistance felt when this event occurred. The blood did not come into contact with the operator's skin or mucous membranes but did result in staining of her clothes. The affected device was discarded following the incident. The exact lot number of the safepico aspirator involved is not available.